Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: drive unit failure.additional text: driveline.specific component(s) involved: other component malfunction, specify.additional text:other component: driveline.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : driveline repositioning.implant device type: lvad.